Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The eval is in process. The expiration dates and device manufacture dates for the two lots reported by the user are provided below: t423047, expiration date: 05/31/2015, device manufacture date: 12/01/2012. T433195, expiration date: 07/31/2015, device manufacture date: 02/01/2013. A follow-up report will be submitted when the eval has been completed. Eval codes: results: results pending completion of eval. Conclusions: conclusion not yet available- eval in progress.

Event description:
The user initially reported that the drainage catheter ruptured approx. 3 cm from the hub after removal from the patient. When the user was contacted for add'l info, they requested that the "after removal" statement be changed to "unk." The user was unable to provide any add'l info in regards to the event. Two possible lot numbers were provided by the user for the device, t423047 and t433195. The procedure was completed successfully. No harm or injury was reported.